Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient states that his pump started alarming air in line. Pump is presently stopped. Attempted to restart pump but it alarms cannot start pump with air in line, prime tubing. Attempted restart again but alarm persists. Tubing clamped and attempted to remove cassette but it is locked in place. Pump turned off and tubing remains clamped near port site. Patient not affected. No patient injury. No additional information.

Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be due to the air detector not operating as intended, or the tubing may not have been fully threaded through the air detector, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.(B)(6) .located in sections g.1., please direct those to the following: (B)(6) .